Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect. The account reported that the patient intentionally disconnected the driveline, causing the pump to stop. The patient was complex to manage and had poor self-care and adherence to guidance/education. The submitted rvad periodic log file contained data from the reported event date of (B)(6) 2025. The data was captured at 24-hour intervals. The data timestamps indicate a pump stop event on (B)(6) 2025 sometime between 06:14:32 and 15:08:32. The pump restarted on (B)(6) 2025 at approximately 15:08:32. The onset of the pump stop was not captured in the controller or pump event log files as it was overwritten by incoming data. The pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, is currently available. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿.¿ the patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a biventricular assist device (bivad) patient intentionally disconnected the driveline and there were pump stops on both devices. The driveline was disconnected due to the patient being complex to manage, and the patient having poor self care and adherence to guidance/education. Log files were submitted for review and captured the mentioned driveline disconnect events on (B)(6) 2025. There were no other unusual events. The patient presented to the clinic 4 days following the event and stated there were no issues.